Manufacturer narrative:
Final non-reportable: philips has investigated this complaint and identified the root cause as loose screws on the couch¿s pin plate. The screws were re-secured, resolving the issue, and the system returned to normal operation. According to the brightview x/xct planned maintenance manual it includes guidance on inspection and lubrication tasks, specifying that the table locking mechanism should be checked to ensure it is functioning correctly. The loosening of the fasteners poses no potential hazard, as the plate is grounded and secured using three fasteners. It is not expected that all three would loosen simultaneously. Additionally, two fasteners are sufficient to maintain the plate's position, even if one becomes loose. During standard operation, the operator must lean down and engage the rod with the mounting plate using a handle. Any loosening would likely be noticed during this process, which is consistent with what occurred at the customer site. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Corrections: component code, evaluation method.

Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint (B)(4).

Event description:
There is no allegation of death or serious injury associated with this event. During collimator exchange, a technologist observed that the table cover appeared loose. Upon further evaluation, it was identified that the screws securing the base of the table (pine) had become loose. At the time of observation, the table and system remained operational and continued to function within specifications. Another technologist then forcefully manipulated the table base, resulting in additional movement. The table was repaired with new screws, and additional holes were redrilled as part of the corrective action. Based on the available information, this issue has been determined to be a reportable event.